Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed, both with and without a catheter from inventory inserted through the hemostasis hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation ablation procedure, the sheath was inserted into the heart and air was aspirated from the side port. Air was aspirated several times, but the issue persisted. The introducer was replaced and the procedure was completed with no adverse patient health consequences. Air intrusion into the patient has not been confirmed.